Event description:
The customer reported obtaining low sodium (na) results for multiple patients on their dxc 700 clinical chemistry analyzer. The samples were repeated on another au analyzer with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for one patient.

Manufacturer narrative:
Beckman field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and replaced the ise tubing and decontaminated the analyzer to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).